Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the left high resolution stereo viewer (hrsv) monitor had no image. The procedure was converted to laparoscopy with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: issue was found prior to the ports being placed. The procedure was converted to laparoscopic due to vision only in one eye of the surgeon side console (ssc).

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the high resolution stereo viewer (hrsv) monitor to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The hrsv monitor was analyzed and found with electrical and fiberoptics defect. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.